Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation post operation the following day, high, out of range, high capture threshold was observed on the rv lead. The lead was explanted and replaced. Patient was stable and will continue to be monitored.

Manufacturer narrative:
Analysis was normal. No anomalies were found.